Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the marionette lines with ¿juvéderm vollure¿ xc¿. About 5-6 months post-treatment, the patient experienced a ¿delayed edema/hyersensitivity/granulomatous¿ reaction. The event began with some ¿mild edema and induration¿ at the left distal portion of the nasolabial fold that ¿migrated¿ upward near the alar crease. The patient was started on doxycycline 100 mg bid x 1 week but had to stop due to ¿gi (gastrointestinal) side effects.¿ the patient was then injected with kenalog 5 mg/cc for a couple of weeks as well as hylenex. The induration and edema increased to the right nasolabial fold. The patient was then injected with additional kenalog and hylenex and the patient was started on prednisone 60 mg. The event is ongoing.